Event description:
On (B)(6) 2012, the reporter contacted animas and alleged the following: patient reports she has had elevated blood glucose (bg) levels for several weeks. On (B)(6) 2012, her bgs were in the 200's mg/dl. She woke up morning of (B)(6) 2012 with bg in the 300's mg/dl. Her bgs average in the 200's-300's mg/dl. Patient went to work and by lunch time on (B)(6) 2012 her bg climbed to 400's mg/dl and she was vomiting. She did not change out site or do any troubleshooting for this issue. She did not have supplies with her at work to change out and states she could not troubleshoot. Patient was taken to the emergency room the afternoon of (B)(6) 2012 with diabetic ketoacidosis and dehydration. Patient states the pump was discontinued and she was started on IV drip for hydration and insulin. Patient reports no illness prior to this incident. Patient started back on her pump the next day and she continued to wear the pump all week with bgs in the 200's mg/dl. She had a follow up visit with her endocrinologist on (B)(6) 2012. Reportedly, the doctor was not pleased with her readings following this incident and after going back on pump for 4 days that he decided to discontinue the pump and request a new one. Patient states the doctor believes it is not delivering correctly. She is currently off of the pump and has been on injections since (B)(6) 2012, with bgs better controlled on injection therapy these past 2 weeks in the 150's mg/dl range. The patient did not have the pump available for troubleshooting at the time of this call. This complaint is being reported due to the allegation that the pump is not delivering insulin correctly and the patient was hospitalized for diabetic ketoacidosis as a result.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.